Manufacturer narrative:
H3: - the disposition of the device is not known. Please note: a second gore tag thoracic endoprosthesis (lot#unk) was implanted.

Event description:
The proximal end of a gore tag thoracic endoprosthesis was unintentionally implanted into the patient's left subclavian artery. The physician then implanted a second gore tag thoracic endoprosthesis up to the ostium of the patient's left common carotid artery. Postoperatively, it was reported that one of the devices had collapsed. A second procedure was performed to repair the collapsed device.